Event description:
It was reported that the devices jaws were damaged. There was no patient involvement.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. A review of the batch history record for this device could not be performed because the retention period for this document has been exceeded, and the record is no longer available.